Event description:
The customer reported that the system intermittently displayed a "data error" error message. This error message will likely cause the system to shut down. There is no report of patient injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.